Event description:
The trilogy 100 ventilator was returned to third party service center for service. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation an error code in relation to (unrecognized_cal_version_by_sw) was recorded in the device event log. The evaluation is in process, and the root cause isn't confirmed at this time. If any additional information is received, a follow-up report will be filed.